Manufacturer narrative:
Insulin pump received with broken cracked reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 278 mg/dl. The customer reported that ring where reservoir goes on came off, half of it broke off. Troubleshooting was performed for damage and customer stated that the they were afraid to remove it to see. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.